Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 2 of 2. Report received from (B)(6) stating "incoming order failed distributors inspections." It is known there was no pt/user injury or medical intervention. The date of event is unk. There was no additional info provided.